Event description:
During an in-clinic follow-up, noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. Additionally, the patient experienced episodes of dizziness. The cause of the event is due to insulation damage. The rv lead was capped and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.